Event description:
Information received indicates during a preventative maintenance check, the technician found the bed will not go into trendelenburg.

Manufacturer narrative:
The technician found the trend linkage was binding. He lubricated and cleaned the dust from the trend box to repair the bed.